Manufacturer narrative:
The field service engineer evaluated the instrument and was unable to reproduce a leak. The field service engineer replaced the reagent probe b collar wash valve and the reagent probe b collar wash fluid distribution manifold valve to resolve the leak. The customer reported to beckman coulter that the low valproic acid and uric acid quality control (qc) issues were resolved by replacement of new reagent cartridges. The customer attributes the qc shift low to contaminated cartridges caused by the reagent probe leak. Although the cause of the event is unknown, the fse replaced multiple parts to resolve the leak. (B)(4).

Event description:
The customer reported a fluid leak on the black drip tray under reagent probe b of a unicel dxc 800 pro synchron system. The leak was contained within the instrument. Customer had noted quality control (qc) results had shifted low for valproic acid (vpa) and erratic qc for uric acid (ua). Although the customer also reported erratic quality control for theophylline (theo), a review of the remote management system revealed recoveries were within the precision claims of the assay. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.